Event description:
It was reported that a user contacted customer care for hyperglycemia with a blood glucose of 300 mg/dl while using the ilet system, with an active alert indicating an insulin set expiration and no evidence of a dosage stop; the user was at work without backup supplies and reported no symptoms, planning to change the infusion set later. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and user-declined follow-up. Investigation included a review of available account and device information and troubleshooting education regarding infusion set management and hyperglycemia over 300 mg/dl. Investigation of this case revealed no device malfunction reported and a probable infusion set issue given the set expiration and sustained hyperglycemia, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.